Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Functional testing was performed and the and there was no failure detected. Perform log review: no issues related to the customer's complaint were observed within the investigation window. Perform audio\vibration test with dexcom global receiver communication tool: audio and vibration test: passed. Perform "try-it" audio\vibration test to test alert\alarms and passed. Open receiver case for internal visual inspection: passed. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.